Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device deployed malformed staples while transecting the jejunum. Another like device was used to complete the procedure. There was no adverse consequence to the patient. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with two fully fired cartridge reloads present. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Malformed staples were also received and visually analyzed; the shape may indicate a misalignment between anvil and channel. A measurement was performed and there was no screw of the end effector, it was conforming per manufacturing specification. The event described could not be confirmed as the device performed as intended and without any difficulties noted.